Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - optical sensor issue on the 1st of november, it was stated that the ao ps was incorrectly low. Due to a lack of clinical details, and no product or logs returned, the root cause cannot be established. Device history lot - device lot: 1939868. Device history batch - subcomponent: n/a. Device history review - impella 607705 passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an incorrect placement signal. The pump successfully supported the patient to transplant.